Event description:
Start walking with walker [walking aid user]. Knee swelling [knee swelling]. Knee pain [knee pain] ([condition aggravated]). Knees were drained [joint effusion]. Case narrative: initial information received from united states on 19-nov-2018 regarding an unsolicited valid serious case received from non-health care professional via health authorities of united states under reference mw5080804. This case involves adult female patient who experienced knee swelling, knee pain, start walking with walker and knees were drained (latency: 4 days), while she use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, at dose of 6 ml once, injection via intra-articular route (lot - 7rsl026a with expiration date 31-08-2020) for unknown indication. On (B)(6) 2018, 4 days, after initiating treatment with hylan g-f 20, sodium hyaluronate, patient had swelling and pain and the pain continued to increase bilaterally both knees were drained, and a cortisone injection was performed. Patient pain and swelling decreased. The pain remained severe and the patient had to start walking with a walker. Patient started to have a decrease in pain after aspirations every 2 weeks to manage her pain and swelling. Corrective treatment: walker for start walking with walker; cortisone injection; after aspiration for knee swelling and knee pain; aspiration done every 2 weeks for knees were drained. Outcome: unknown for knees were drained, start walking with walker; recovering for knee swelling and knee pain. Seriousness criteria: disability for start walking with walker; intervention required for rest all events. A product technical complaint was initiated for synvisc one (lot- 7rsl026a) on 28-nov-2018 with global ptc number (B)(4). The production and quality control documentation for lot # 7rsl026 expiration date (2020-08-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl026 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 28-nov-2018 there were 15 complaints on file for lot # 7rsl026 and all related sublots. 15 complaints were on file for lot# 7rsl026a (12) adverse event reports, (1) tip needle breakage and (2) leaky syringes. Sanofi would continue to monitor complaints as stated in (B)(4)? Product event handling? To determine if a CAPA was required. Additional information was received on 28-nov-2018. Ptc results received and processed.